Manufacturer narrative:
Product analysis: the device remains implanted, and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, no changes in the blood pressure or electrocardiogram were observed. It was noted the patient¿s valve leaflet or calcification was approaching the right coronary artery inlet. Subsequently, a stent was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, no changes in the blood pressure or electrocardiogram were observed. It was noted the patient¿s valve leaflet or calcification was approaching the right coronary artery inlet. Subsequently, a stent was placed. No additional adverse patient effects were reported. Additional information was received that prior to the transcatheter aortic valve replacement (tavr), coronary angiography was performed and confirmed that the right coronary artery had almost originated from the valve base, and coronary artery protection was required. Subsequently, the right coronary artery protection was performed using multiple non-medtronic guiding catheters and guidewires, and the stent was placed. Four days following valve implant, a decrease in the patient's activities of daily living had decreased compared to before valve implant. Subsequently, a head magnetic resonance imaging was performed and revealed multiple cerebral infarctions in the right frontal parietal lobe, left frontal lobe, right occipital lobe, and left cerebellar body region. It was thought to be an infarction associated with the tavr. Oral anticoagulation medication was not initiated, but dual antiplatelet therapy was continued. Multiple cholesterol medications were initiated. 15 days later, no new cerebral infarction was observed and the patient was transferred for rehabilitation. No additional adverse patient effects were reported.

Event description:
Additional information was received that the patient¿s ability to performed activities of daily living declined in result of the cerebral infarction. It was further reported that the patients aortic valve was heavily calcified which contributed to the stroke. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified that the calcification of the patient's native aortic valve was high, which contr ibuted to the stroke. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.